Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units. There was no impact to the customer's blood glucose level. Customer indicated they did not have enough insulin to successfully load the pump; however, no specific amount of insulin the cartridge was filled with was provided. Customer indicated they would bolus via the fill tubing feature since the minimum fill alert is not designed to be disabled. Tandem technical support advised customer against bolusing via fill tubing.